Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with a black rubbery foreign material. Upon further inspection, the material was identified as rubber from the water container connecting part, which was found shaved. The cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and there were no reported deviations from the instructions for use (IFU) regarding reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. There was no delay to starting precleaning and manual cleaning, the air/water nozzle was flushed, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following defects: a) plastic distal end cover sharp edge (snag), b) ending section cover or distal sheath glue cracked, c) connecting tube scratch pocket-pouch, d) celling plate in the control body unit plate dent, e) air /water nut painting peel off, f) suction cylinder nut painting peel off, g) universal cord buckles, h) plug unit damaged housing, I) angulation is play, and j) angulation is out of spec. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the air/water channel of the evis lucera ultrasound gastrovideoscope was blocked. The issue was found during a diagnostic gastroscopy procedure. He scope was tested prior to the procedure and the air/water channel was working. The procedure was completed using the scope and there was no delay. There were no reports of patient or user harm associated with this event.   Inspection and testing of the returned device found that the nozzle was clogged with foreign material. The customer did not know the origin of the clog. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation